Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had no audible alert tone. It was reported that the customer's blood glucose level was unknown. It was reported that the customer cannot hear the audible alerts. It was reported that the customer also states there are minor scratches to the display of the pump. It was reported that the customer was advised that the device would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including displacement test, rewind, seating, basic occlusion test and self-test. The insulin pump was received with cracked keypad overlay at the select button; cracked reservoir tube lip, scratched case and keypad overlay texture damage.